Manufacturer narrative:
G4: 25feb2020 b4: (B)(6)2020. This case was submitted inadvertently. The customer made no claim of a device malfunction and there was no patient or user harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19feb2020.

Event description:
The customer reported that the v60 unit was used in the operating room without the use of filters. There was no patient involvement. The support service informed the customer there was no way of knowing if the unit was actually contaminated and suggested replacing parts if contaminated. Per the report, the v60 will be quarantined before its next use seen with hospital's nosocomial infection control unit.